Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included uterine fibroids. Concurrent conditions included diarrhea, libido decreased, nausea, urinary frequency, irritability, breast pain and sleep disorder. Concomitant products included fluoxetine, fluoxetine hydrochloride (prozac) since 2014 to march 2018, oxycodone, progesterone and testosterone. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain / dysmenorrhea (cramping)"), menorrhagia ("abnormally heavy menstrual bleeding / prolonged and abnormal menstruation / abnormal bleeding (menorrhagia)"), migraine ("migraines / migraines"), headache ("headaches / headaches"), alopecia ("hair loss"), fatigue ("chronic fatigue / fatigue"), weight increased ("weight gain / weight gain / loss(specify which one) gain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), rash ("rashes or skin conditions type: rash on thighs") and tooth disorder ("dental problems"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain"), arthralgia ("hip pain"), uterine leiomyoma ("uterine fibroids"), abdominal distension ("severe bloating"), dental caries ("tooth decay"), tooth loss ("tooth loss"), dyspareunia ("painful intercourse"), depression ("worsening of her depression"), anxiety ("worsening of her anxiety"), visual impairment ("vision problems / seeing spots"), vision blurred ("blurred vision"), uterine pain ("uterine pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (underwent a total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, back pain, menorrhagia, dyspareunia, alopecia, weight increased, vaginal haemorrhage, rash, tooth disorder, uterine pain and abdominal pain had resolved, the abdominal pain lower, arthralgia, uterine leiomyoma, abdominal distension, dental caries, tooth loss, headache, depression and anxiety outcome was unknown, the migraine, fatigue and visual impairment was resolving and the vision blurred had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, arthralgia, back pain, dental caries, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, rash, tooth disorder, tooth loss, uterine leiomyoma, uterine pain, vaginal haemorrhage, vision blurred, visual impairment and weight increased to be related to essure. The reporter commented: since her removal surgery, plaintiff symptoms have mostly resolved, though some remain. Mr- right ostia and essure coil deployed with one trailing coil , left deployed with three trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion; in (B)(6) 2014: full occlusion of fallopian tubes. (B)(6) 2013 : urine pregnancy test was negative. She had shoulder joint surgery. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming abdominal pain; back pain, menorrhagia,dysmenorrhea,dyspareunia" most recent follow-up information incorporated above includes: on 25-may-2018: concomitant drug was added. Updated outcome of events. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain"), arthralgia ("hip pain"), menorrhagia ("abnormally heavy menstrual bleeding / prolonged and abnormal menstruation"), uterine leiomyoma ("uterine fibroids"), abdominal distension ("severe bloating"), dental caries ("tooth decay"), tooth loss ("tooth loss"), migraine ("migraines"), headache ("headaches"), dyspareunia ("painful intercourse"), depression ("worsening of her depression"), anxiety ("worsening of her anxiety"), alopecia ("hair loss"), fatigue ("chronic fatigue"), visual impairment ("vision problems") and weight increased ("weight gain"). The patient was treated with surgery (underwent a total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, back pain, arthralgia, menorrhagia, uterine leiomyoma, abdominal distension, dental caries, tooth loss, migraine, headache, dyspareunia, depression, anxiety, alopecia, fatigue, visual impairment and weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, arthralgia, back pain, dental caries, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, tooth loss, uterine leiomyoma, visual impairment and weight increased to be related to essure. The reporter commented: since her removal surgery, plaintiff symptoms have mostly resolved, though some remain diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: full occlusion of fallopian tubes. Incident~ no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included uterine fibroids. Concurrent conditions included diarrhea, libido decreased, nausea, urinary frequency, irritability, breast pain and sleep disorder. Concomitant products included fluoxetine, oxycodone, progesterone and testosterone. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain / dysmenorrhea (cramping)"), menorrhagia ("abnormally heavy menstrual bleeding / prolonged and abnormal menstruation / abnormal bleeding (menorrhagia)"), migraine ("migraines / migraines"), headache ("headaches / headaches"), alopecia ("hair loss"), fatigue ("chronic fatigue / fatigue"), weight increased ("weight gain / weight gain / loss(specify which one) gain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), rash ("rashes or skin conditions type: rash on thighs") and tooth disorder ("dental problems"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain"), arthralgia ("hip pain"), uterine leiomyoma ("uterine fibroids"), abdominal distension ("severe bloating"), dental caries ("tooth decay"), tooth loss ("tooth loss"), dyspareunia ("painful intercourse"), depression ("worsening of her depression"), anxiety ("worsening of her anxiety"), visual impairment ("vision problems / seeing spots"), vision blurred ("blurred vision"), uterine pain ("uterine pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (underwent a total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain lower, arthralgia, uterine leiomyoma, abdominal distension, dental caries, tooth loss, migraine, headache, depression, anxiety and visual impairment outcome was unknown, the dysmenorrhoea, back pain, menorrhagia, dyspareunia, alopecia, fatigue, weight increased, vaginal haemorrhage, rash, tooth disorder, uterine pain and abdominal pain had resolved and the vision blurred had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, arthralgia, back pain, dental caries, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, rash, tooth disorder, tooth loss, uterine leiomyoma, uterine pain, vaginal haemorrhage, vision blurred, visual impairment and weight increased to be related to essure. The reporter commented: since her removal surgery, plaintiff symptoms have mostly resolved, though some remain. Mr- right ostia and essure coil deployed with one trailing coil , left deployed with three trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion; in march 2014: full occlusion of fallopian tubes (B)(6) 2013 : urine pregnancy test was negative ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming abdominal pain; back pain, menorrhagia,dysmenorrhea,dyspareunia" most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "abnormal bleeding (vaginal), rashes or skin conditions type: rash on thighs, dental problems,blurred vision, uterine pain, abdominal pain", reporter, lab test added from pfs. On (B)(6) 2018: reporter, lab data, hiatorical and concomittant condition added from medical record. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.